Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. An incidental finding of foreign material (fm) occluding all irrigation holes and a white fm material string extending out of one of the irrigation holes. For further analysis, the device was sent to science and technology (s&t). The white fm material was analyzed using ftir spectroscopy. A polyethylene-based substance was identified as the fm component. Furthermore, the fm inside the irrigation hole was analyzed using raman spectroscopy. The fm was identified as primarily mbs terpolymer. These fm chemical properties were also compared with the adhesive chemical properties used on the production line. The chemical characteristics were similar, but they were not identical. The cause of the foreign material remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event reported during analysis confirming a white foreign material string extending out of one of the irrigation holes.